Manufacturer narrative:
Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred due to the defective batteries. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause of this was a shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. No adverse events occurred due to the defective monitors.

Event description:
A us distributor reported that a patient's was experiencing battery faults and that their monitor would not power up.